Manufacturer narrative:
Additional information was received on(B)(6)2020 providing an additional concomitant product; therefore, updated "d11. Concomitant medical products and therapy dates" section. Investigation summary completed on (B)(6)2020 : it was reported that a female patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with decanav electrophysiology catheter. During the procedure, a perforation of the left ventricular outflow tract - (lvot) was discovered by ultrasound. A pericardiocentesis was performed and caller did not know how much fluid was extracted and then the patient was sent in for surgery. The patient¿s condition was improved. The patient required extended hospitalization due to the surgery and because they also suffered a stroke. The event was discovered during use of biosense webster product while mapping in the vt. There was no ablation at the site of injury. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested, and deflection test passed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After further review on march 16, 2020, since the cerebrovascular accident was after the repair surgery, it appears that the device would be considered concomitant for the cerebrovascular accident as the cerebrovascular accident was the result of a cascading of harms. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention and cerebrovascular accident. During the procedure, a perforation of the left ventricular outflow tract - (lvot) was discovered by ultrasound. A pericardiocentesis was performed and caller did not know how much fluid was extracted and then the patient was sent in for surgery. The patient¿s condition was improved. The patient required extended hospitalization due to the surgery and because they also suffered a stroke. The physician¿s opinion is that event was procedure related and was caused by the vizigo sheath directing forces toward lateral wall with the decanav electrophysiology catheter. The event was discovered during use of biosense webster product while mapping in the vt. There was no ablation at the site of injury. Transseptal was performed with safesept guidewire (pressure products, ltd). There were no factors identified that could have contributed to the event such as patient anatomy or disease. There were no error messages observed on the biosense webster equipment during the procedure. Since there was no ablation at the site of the perforation and the physician provided clear description of the injury mechanism, this event will be reported under the decanav electrophysiology catheter.